Event description:
It was reported that the patient underwent an l5-s1 posterior fusion using rhbmp-2/acs. Post-op, the patient developed injuries including but not limited to, bone growth and chronic pain. The patient continues to suffer pain and suffering, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: pedicle screw fusion l5-s1 bilaterally; inter-transverse fusion with allograft l5-s1 right; l5-s1 facetectomy and partial decompressive laminectomy l5-s1 left; total discectomy and interbody fusion with a structural cage, allograft, rhbmp-2/acs (1 small kit) and autograft at l5-s1; micro-dissection using the operating room microscope. Preoperative diagnosis: degenerative disc disease and instability at l5-s1. Per-op notes: ¿..the disc space was entered and curetted out removing the remaining disc material which was very little. The various rasping currettes were used to complete the discectomy in preparation for fusion. The 7mm blunt distractor was used to open the space which was extremely tight. I chose a 7mmx25mm peek traxis cage. It was packed with an rhbmp-2 sponge. The cage was so tight that the cage rotated and could not be advanced into the space. It was stuck in the posterior portion of the space. It fractured and had to be removed. Instead an ardis cage, 23mmx8 mm was used. It was packed with autograft and advanced into the space obliquely and to the anterior part of the disc space in the midline. This could be done because of the bullet nose self-distracting feature. The remaining rhbmp-2 1.5 sponges were packed with allograft into the disc space. Significant lordosis and opening of the space was accomplished. The residual void was packed with actifuse and allograft bone. The retractor was removed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.